Event description:
A representative from the user facility reported a patient incident. However, representative was not able to provide any patient, infusion, or time frame information. Other representatives from this user facility were contacted but could not provide further details.